Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that during testing there was a "fault in the battery" of the heartstart mrx. There was no pt involvement.